Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that 22 days after dental implant was installed in intraoral region 8#, its non-osseointegration was observed. The patient presented bone type ii, 70 ncm of primary stability was achieved, immediate implant and immediate load were performed and biomechanical overload has occurred.